Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called in for help on 8015 unit has error code 800-8000 which is a software fault will have to reflash the software on the unit if flash fails will have to replace the login board on unit. Also had a code 132-3000 on 8015 unit which is the tamper switch on unit got stuck just move it around to clear the error but be careful it could go out. Customer thank me for me help.